Event description:
It was reported following an ep procedure, when the sheath was being removed from the patient's femoral vein, it separated and a portion remained in the patient's femoral vein. An interventional cardiologist had to be called in to snare the distal end of the catheter from the patient's femoral vein.

Manufacturer narrative:
The introducer was received in two pieces. The distal end of the sheath measured 4.5 inches. The useable portion of the sheath measured .500 inches. Microscopic examination revealed the sheath had encountered a sharp object causing a v shape nick/cut in the sheath. Upon removal the sheath stretched and broke. How or when the cut occurred is unknown. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. (B)(4).